Manufacturer narrative:
No: 011-mc33121, product samples, videos or photographs were returned for investigation. The DHR was not reviewed because no lot number information was provided. The complaint cannot be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Additional/updated information can be found in h6 health effect - impact code.

Event description:
Additional information was provided by the customer on (B)(6) 2025 stating that the involved product was a 15 cm (6") appx 0.21 ml, smallbore ext set w/microclave® clear, clamp, rotating luer. The product was stored at the ward and was protected in closed cabinets/drawers according to their protocol for transport and storage of sterile goods. There was an unspecified defect detected on the device. There was a patient involved in the complaint/event and there was an unspecified adverse event, however, no further details were specified.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved an unspecified microclave device. The plastic reportedly broke quickly when connected to an unspecified (mating) IV device. It is unknown if there was any patient involved in the complaint/event; however, there was no report of human harm.